Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient couldn't get the tubing out from the cannula site event on (B)(6) 2026. Due to this event patient experience rapid breathing, difficulty in talking clearly, shakiness and off time symptoms. The patient replaced infusion set and resumed treatment. No further information available.